Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a monarc on (B)(6) 2008 and another MFR¿s product on (B)(6) 2010 to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff experienced significant mental and physician pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.